Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it has been communicated via email that no relevant supporting clinical information will be provided, and was further reported that the patient has recovered. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
Revision surgery was performed due to knee joint pseudarthrosis. The surgeon decided it is not the product failure. The products was returned to the patient after the surgery so it cannot be returned. No more information is available.